Manufacturer narrative:
Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient implant on (B)(6) 2009 of a bifurcated device and a 28mm aortic extensions. A 2 year post operative follow up revealed a type iii endoleak. On (B)(6) 2010 the patient was treated with two 28mm aortic extensions to correct the endoleak. Initial implant patient measurements are unavailable. The representative present at intervention stated aneurysm neck had two bends greater than 90 degrees, one at the proximal end of the aneurysm sac.